Event description:
Patient went to interventional radiology for a liver biopsy using the biopin ultra 18g. Post-procedure, the patient developed respiratory distress prompting a chest ultrasound which showed bleeding in the right chest. Pigtail placed for drainage; however, bleeding persisted and the patient was taken to the operating room for chest exploration. Patient found to have a puncture site in the right lower lobe with significant amount of blood loss within the chest. It's believed that the device misfired at a longer distance than what was set. FDA safety report ID# (B)(4).